Event description:
Related manufacturer number: 2017865-2022-02083. It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead and right atrial lead exhibited oversensing of noise. Programming changes were made. The patient was stable.

Event description:
New information reported notes that the patient's right ventricular lead and right atrial lead exhibited oversensing of noise. The leads were removed and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. The distal portion of a partial lead measuring 50.9 cm was returned in one piece for analysis. Final analysis found two external insulation abrasions consistent with friction to the device can breaching the outer insulation and exposing the outer coil at 43.4 cm to 43.5 cm and 49.2 cm to 49.5 cm from the distal tip. The cause of the reported noise event was isolated to abrasion breaching the outer insulation and exposing the outer coil.